Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Explants were received and evaluated, however, the reported loosing could not be confirmed. Visual inspection of returned tibial and femoral shows signs of implantation. The porous surfaces for the tibial and femoral are covered in foreign material & the color buffed surfaces exhibit scratches. The stem extension and hinge post component of the articular surface are assembled to the femoral component. Review of the x-ray provided shows the implants were appropriately aligned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral, cat#: unknown lot#: unknown unknown nexgen articular surface, cat#: unknown lot#: unknown (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06099, 0001822565-2017-06100, 0001822565-2017-06101.

Event description:
It was reported that the patient was revised to address loosening, osteolysis and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: medical products femoral component, catalog #: 00588001501 lot #: unknown stem extension straight, catalog #: 00598801018 lot #: 62837237 articular surface with hinge post extension screw enclosed, catalog #: 00588005017 lot #: unknown product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06100 and 0002648920-2018-00603.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was revised to address loosening, osteolysis and pain. Attempts have been made and no further information has been provided.